Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with pseudoarthrosis l3-l4, status post prior l3-l4 decompression, stabilization, fusion with posterior lumbar interbody fusion and underwent following procedures: l2-l3 decompressive lumbar laminectomy and instrumented posterolateral arthrodesis, l2-l3 and l3-l4 utilizing pedicle screws and rods, facet and intertransverse fusion utilizing autograft, bone morphogenic protein, right posterior iliac bone harvest. As per op-notes, ¿thereafter, the facet joints at l2-l3 were deeply decorticated. Strips of spinous process were placed in the facet joints along with a small portion of the bmp sponge. The reserved bone was then laid in the lateral gutter bilaterally at l3-l4 along with the bmp sponge.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.